Event description:
It was reported to philips the device had a touchscreen issue. This event was reported to have occurred outside of clinical use. There was no patient or user impact. The customer spoke with a philips remote service engineer (rse). The customer requested the part number and price for a replacement touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was being set up for patient use. There was no delay to therapy. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.